Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: 3003780911 device evaluation could not be performed because the affected device was discarded at the user facility. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and outcome of lot history review, as well as by referring to known similar events, it was presumed that stress generated with wire manipulation while the guide wire tip had been caught and restricted its movement by the heavily calcified cto had most likely contributed to the reported separation of the subject astato 30. The applied bending stress and torsion would have localized and eventually exceeded the product design limit. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects] separation of the guide wire.

Event description:
It was reported that a percutaneous peripheral intervention (ppi) was performed to treat a heavily calcified chronic total occlusion (cto) in the proximal right superficial femoral artery (sfa). When an asahi astato 30 guide wire was manipulated in the lesion with the support of a cook medical cxi support catheter, the wire tip detached. The cxi catheter was able to be removed intact, the detached wire tip remained stuck in the occluded portion of the right sfa. An attempt was made to retrieve the wire fragment with a medtronic amplatz goose neck, but was unsuccessful. The procedure was then resumed and was successfully completed by shockwave and stenting with an abbott supera stent. There was no patient effects reported associated with this event. The patient was discharged after the procedure.